Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the clinic for a scheduled induction assessment, post-sensed t-wave oversensing was observed. The recommended programming changes were made. A defibrillation threshold test was successfully performed. The patient was discharged from the clinic.